Manufacturer narrative:
Load cell.

Event description:
It was reported by service report that the scale was giving an incorrect reading causing bed exit to falsely alarm. No patient involvement or adverse consequences are reported.